Event description:
A customer reported that a misspike occurred with a transfer set when the spike connector cover was changed via clean flash. There was patient involvement, but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample was unavailable and the lot number was unknown; therefore, no evaluation or batch review could be performed. This complaint for a report of a connection issue was not confirmed. The root cause could not be determined.